Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: b5, d8, g3, g6, h2, h3, h6, 11. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: due to data error of scope ID. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope exhibited an e315 scope communication error code. The issue was found during pre-use inspection and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.